Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1781kl. Troubleshooting was performed and the customer reported a keypad anomaly and/or stuck button alarm. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1781kl was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit failed self test due to pump error 63 alarm, however unit passed displacement test. Successfully downloaded unit history using thus software. Unit's keypad functioned properly and navigated through menus. On adapt, no relevant alarms were recorded to confirm customer's keypad concern. Pump error 63 (variable 3) was recorded on 10/07/2024 07:45:59.000 (line # = 367, file # = 37) due to hardware error. Pump was cut open to perform visual inspection and found no moisture or physical damage. Isolate to electronic stack. P-cap locked into place properly during testing. The following were noted during visual inspection: battery tube threads - cracked, pillowing keypad overlay, and scratched case. In summary, customer concern for keypad/button unresponsive/button error is not confirmed. Keypad functioned properly and no alarms noted. Pump error 63 noted during testing. Pump error 63 due to hardware error. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.